Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. It was reported that the device did not alarm to indicate upstream occlusion when the line was partially clamped with the blue key, however a review of the event history log does show upstream occlusion messages. Evaluation observed peeled ultrasonic sensor tape. The integrity of the tape can affect upstream occlusion detection since it is part of the sensor assembly. Causes for partial removal of the tape include heavy application of chemical or cleaning substance, and from wear and tear. The upstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not detect an upstream occlusion in a timely manner. The event occurred in the intensive care unit (ICU) while infusing norepinephrine on a patient. It was identified that the dark blue key clamp on the norepinephrine line was partially clamped. When the clamp was opened the patient¿s blood pressure increased from 82/35 to 185/70, suggesting that the norepinephrine was not delivering at the programmed 0.4mcg/kg/min until the clamp was fully opened. The vasopressor drips were titrated down to keep the patient within the ordered blood pressure parameters. No additional information is available.